Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a burnt inlet, light guide connector wear, and front panel dents were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that visera pro xenon light source front panel is blinking. During a standard service inspection of the customer returned device, a burnt inlet was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿the front panel flashing¿ occurred due to the failure of the filter turret. No further information could be obtained. (2): additionally, it was determined that the ¿inlet has been burned¿ due to the load on the enclosure resulting from prolonged use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.